Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: main lamp intermittently switches to spare lamp, emergency lamp malfunction, emergency lamp does not light up, power supply unit malfunction, and ignition system malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event lamp does not switch on and lamp switch in front panel not working was traced to component failure due to power supply unit malfunction and ignition system malfunction even though the lamp switch was pressed. Moreover, the most probable cause of additional malfunctions found during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the lamp switch of the subject device was not working and lamp was not switching on. The issue was found during set up or inspection for use (before patient in room). There were no reports of patient involvement.